Event description:
The customer reported that the system is not taking pictures. No pt injury was reported.

Manufacturer narrative:
The svc rep arrived on site to verify the serial number. System is under warranty by virtual imaging company. No service was performed.